Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd ultra-fine¿ mini pen needle leaked. The following information was provided by the initial reporter: the pen needles leaked after the injection.

Event description:
It was reported that 1 bd ultra-fine¿ mini pen needle leaked. The following information was provided by the initial reporter : the pen needles leaked after the injection.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 1/18/2022. H.6. Investigation: returned actual defect sample was tried and did not leak. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Bd was not able to duplicate or confirm the indicated issue hence the root cause is undetermined.